Event description:
Related manufacturer reference number:3006705815-2024-00546. It was reported the patient was unable to enter MRI mode. Diagnostics indicated both leads had contacts with high impedance and migrated. Surgical intervention was undertaken during which the existing leads were explanted and replaced. Therapy was restored post-surgery.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.